Event description:
The reporter indicated that in march 97, the pt was checked and the device was operating fine. Today pauses were seen at 40 ppm, no magnet response was observed, and telemetry was not available.